Event description:
On january 08, 2007, the lay user/pt contacted lifescan alleging that her one touch ultra2 meter was prompting the battery indicator. According to the owner's manual, the low battery would indicate that the meter does not have enough power to perform a test. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt was unable to obtain a result on the reported. She developed symptoms of slurred speech. She reported taking lantus insulin following the use of the meter. She was admitted to a hosp. A result of 750 mg/dl was obtained on an unk device. She was administered insulin treatment. It would have been helpful to know when the meter started prompting the low battery indicator, how long she had been unable to test, if she had a back up meter, her testing frequency, when she developed slurred speech, if she attempted to test while experiencing symptoms, her medication regimen, how much medication she was taking without knowledge of her blood glucose, whether she knew she was experiencing high blood glucose based on her symptom, who took her to the hosp, and diagnosis. The customer care advocate (cca) verified that there had been no trauma to the meter and the battery had been changed per the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test due to the unresolved battery indicator prompt, developed symptom of slurred speech, and received insulin treatment at the hosp for blood glucose of 750 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.